Event description:
It was reported that the patient presented via merlin.net transmission. Upon investigation, episodes of non sustained right ventricular oversensing were noted. The device was post paced t wave oversensing on the ventricular lead. Programming changes were made. Patient condition was normal.